Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and the displacement test however, the pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 1 (vdd) u1 on the keypad assembly. All operating currents are within spec. And no unexpected low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures and power loss alarm. The customer¿s blood glucose was unknown at the time of incident. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer reported that the displacement test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.